Event description:
The physician deployed a retriever v 3.0 firm distal to a clot in the proximal middle cerebral artery (mca). He then located the distal access catheter tip at the proximal face of the clot and began to withdraw the retriever. The physician noted that the retriever loops did not stretch out which indicates there was good traction on the clot. After the retriever was withdrawn, the physician noted the vessel had a dissection. The physician placed a stent in the vessel at the location of the dissection. He believed the stent placement resolved the dissection.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The current device instructions for use (IFU) lists vessel dissection and perforation as possible procedural complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.